Event description:
It was reported that a pump intermittently turns on and off. The customer also reported that there was no patient incident.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and the pump was not observed to turn on or off without user input. The device performed as expected and no malfunction was identified. The device was returned with wireless battery module (B)(4). Review of the history log shows multiple occurrences of a power on, followed by a power off sequence. The date of event is unknown.